Event description:
Information provided states that an mc6 removal of implant follow aprox 10 years. Radiographic images showed anterior subsidence of implant believed to be due to poor bone quality. A revision surgery was performed to remove the m6-c device.

Manufacturer narrative:
The build lhr for (B)(6) was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management file was performed and no new risks were identified. Based on the inspection of the retrieved m6-c, in conjunction with the clinical data, and the provided radiographic images, the device had not failed mechanically at the time of removal, approximately 10 years post-op. The device was likely intact, as reported, with minimal in vivo damage visible to the fiber construct and core. Only one intra-op image was available, which appeared to show anterior translation of the device; however, without interim radiographs, it was not possible to determine if the device had translated or initially been malpositioned. Further, a previous anterior cervical surgical procedure was noted, with no additional details provided, which may have compromised this performance of this procedure. Therefore, without additional information, it is unclear why the device appeared to be malpositioned (anterior translation); however, at the time of removal, the device had not failed mechanically.

Event description:
Information provided states that an mc6 removal of implant follow aprox 10 years. Radiographic images showed anterior subsidence of implant believed to be due to poor bone quality. A revision surgery was performed to remove the m6-c device.

Manufacturer narrative:
The build lhr for cdl-637l 6396 acy243 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management file was performed and no new risks were identified. The build lhr for cdl-637l 6396 acy243 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications.